Event description:
Report received from the USA stating that the "plastic case came apart and the wires are exposed" on the device. It is known that this event did not occur during surgery, however, it is unk if there was pt/user injury or medical intervention. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).